Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured in a form of crack at a nominal pressure. A crack was observed on the device making it impossible to expand. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was good post procedure.